Event description:
Patient had an infection at the pocket site. She presented with redness, swelling and drainage. Cultures were obtained from the pocket site (results were not reported). The infection was managed by total device system explant and oral antibiotics. The infection resolved.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.